Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. The device was determined to be operating within the required specifications without malfunction. The reported event of no audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (b)(46 2016, the patient experienced no audio output from the receiver and an adverse event. Patient reported that he experienced a low event and went unconscious. The patient stated neither he nor his wife ever heard the receiver alert them of the low, with either audio or vibration. The paramedics were called by the patient's wife. The patient was then administered milk with sugar. By the time paramedics arrived, the patient was alert again. The paramedics checked the patient's blood sugar readings and took the patient's blood pressure. The patient was not taken to the hospital. At the time of contact, the patient was stable. No product or data was returned for evaluation. The reported event of no audio output could not be confirmed. A root cause could not be determined.